Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - (B)(6). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6), 2014 for a urinary tract infect (uti) that had been ongoing for 10 days (onset (B)(6), 2014). This adverse event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible". The uti resolved on (B)(6), 2014. This patient also experienced urge incontinence (new or worsening) with onset (B)(6), 2014 (ongoing 26 days as of (B)(6), 2014). This adverse event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible". The urge incontinence was unresolved as of the patient's last visit on (B)(6), 2014.

Event description:
The patient was implanted with an uphold lite mesh as a participant in the study of uterine prolapse procedures - randomized trial ((B)(4) study). It was reported to boston scientific corporation that the patient sought medical attention on (B)(6) 2014 for a urinary tract infect (uti) that had been ongoing for 10 days (onset (B)(6) 2014). This adverse event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible." The uti resolved on (B)(6) 2014. This patient also experienced urge incontinence (new or worsening) with onset (B)(6) 2014 (ongoing 26 days as of (B)(6) 2014). This adverse event was assessed as "mild" in severity, and relation to the device/procedure was assessed as "possible." The urge incontinence was unresolved as of the patient's last visit on (B)(6) 2014. Correction identified march 12, 2015. The urinary tract infection (uti) had start date (B)(6) 2014 and the urge incontinence had start date (B)(6) 2014. On (B)(6) 2014 was the date the uphold lite mesh was implanted into the patient.

Manufacturer narrative:
The patient's age is unknown; however the patient was over 21 years of age.(B)(4):the device was implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.